Event description:
It was reported that the patient's right ventricular (rv) lead exhibited wide qrs oversensing and low pacing impedance. Programming changes were attempted, but unable to be performed. The patient was stable.